Event description:
It was reported that a spectrum pump had system error 322 alarms in the history log. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322. Evaluation was unable to determine the root cause. The upper and lower auxiliary assemblies were replaced as they are known contributors to beh reported symptom. System error 322 will occur when the pump transitions from the door open state to the door close/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.